Event description:
Spontaneous report. Pts wife reports she's trying to get cassette change ready for patient but is unable to use the mini spikes. She cannot get drug out of the vial. Two of the spikes were defective. No adverse event reported, no interruption to therapy. Unknown if pt has defective product available for return. Lot number was not provided. Reported to (B)(6) by: patient/caregiver. Reference report: #mw5156168.